Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient no longer had any concerns with the device or therapy as the device system was removed "1 year ago".

Manufacturer narrative:
Product ID 8709, serial# (B)(4), explanted: 2011-(B)(6), product type catheter, product ID 8575, lot# j0449096r, explanted: 2011-(B)(6), product type accessory.

Event description:
The patient developed the granuloma about 1.5 years ago and was going to have it taken out/explanted in (B)(6), but due to a sinus infection she didn't. She had since moved and was looking for a new doctor. The medication had worked for the patient in the beginning, but over time, it made her worse. She didn't realize it until it stopped working; she could handle it better right now without it.

Manufacturer narrative:
(B)(4).

Event description:
Pt reported that she had an increase in pain due to a "granuloma." Pt stated that the drug was removed from the pump over (B)(6) ago and filled with saline. Her pump had been beeping for about (B)(6) and was last filled with saline in "(B)(6) or (B)(6)" of 2010. The pain was reported near catheter pathway. At the time of this report the pt was at home and status was undetermined. The pt had relocated and was considering hcp options for a pump explant.